Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post op prior to discharge of patient, testing revealed that the right ventricular lead exhibited loss of capture at maximum output. Chest x-ray revealed that the lead was in its original position. The physician brought the patient in the lab to revise the lead. One day post op the threshold was check the right ventricular lead and again lead capture could not be determined at full output. The lead remains implanted, the patient would be monitored.

Event description:
New information on 9/13/18 stated that on (B)(6) 2018, the patient presented for second lead revision due to capture and r wave issues. The lead was capped on (B)(6) 2018 and replaced successfully. The patient was discharged.